Manufacturer narrative:
During a recent FDA inspection it was observed tht we did not submit a medical device report for additional instances that were already reported. This report is to correct that observation.

Event description:
The wall cassette receptor fell to the floor and was no longer attached to the counterweight cable. No injuries were reported.